Event description:
It was reported that the patient presented with an infection and vegetation noted on the leads. It was noted that there was swelling and redness with 1-2d toes, partial toe amputation, and the patient was experiencing fever and chills and mssa bacteremia. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.